Event description:
It was reported that the patient presented with an inflatable penile prosthesis (ipp) that had cylinders that did not inflate. The patient underwent surgical intervention to explant the ipp. There were no patient complications reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Manufacturer narrative:
Upon receipt of the inflatable penile prosthesis (ipp) at our quality assurance laboratory, the returned components underwent a thorough analysis. Examination of cylinders found that one of the cylinders had a hole consistent with sharp instrument damage resulting in a leak. The other cylinder was detached at the proximal end of the cylinder and was unable to be leak tested. The cylinder kink resistant tubing (krt) was worn to the filament. The pump was inspected and found to be contaminated, so there was no functional testing able to be performed. The pump krt was worn to the filament. Based on the information available, the reported allegations were unable to be confirmed.

Event description:
It was reported that the patient presented with an inflatable penile prosthesis (ipp) that had cylinders that did not inflate. The patient underwent surgical intervention to explant the ipp. There were no patient complications reported.